Event description:
(B)(4) study. It was reported that side branch stenosis occurred. In (B)(6) 2013, the patient was referred for elective cardiac catheterization. Target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis, a length of 10 mm, and reference vessel diameter of 2.25 mm. Target lesion was treated with pre-dilatation and placement of the 2.25 x 12 mm and 2.50 x 8 mm study stents. Following post dilatation, residual stenosis was 0%. Baseline core lab angiography result revealed 30% side branch stenosis at 1st septal. Post procedure angiography after deployment of the 2.50x8mm study stent revealed 70% 'branch percent stenosis in 1st septal. On the next day, the patient was discharged on dual antiplatelet therapy.

Event description:
It was further reported that there were 2 lesions. Target lesion #1 was located in the mid lad which was treated with a placement of a 2.25x12mm study stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 which was proximal lad has 90% stenosis, a length of 6 mm, and reference vessel diameter of 2.5 mm. It was treated only with a placement of 2.50x8 mm study stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).